Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was coming, and the knot was not completed¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported this was a closure of a common femoral artery using the pre-close technique via a 6fr sheath hole prior to an endoprothesis procedure. Reportedly, no suture was coming, and the knot was not completed with two proglide devices. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.